Event description:
Floseal was being prepared for surgeon use during laparoscopic appendectomy. Plunger broke away from black rubber seal. Rh was in the middle of the mixing/combining of the product when the event occurred. The second product that was utilized for the surgeon was mixed without problem. Pt was not harmed; did not directly interfere with pt care, but delayed surgery. Diagnosis or reason for use: acute appendicitis.